Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. There was no issues with grasping. The cables were all intact and undamaged. Grips were undamaged. No issues were found with grasping when driven on an in house da vinci system. An additional observation not reported by site was that the instrument's pitch down cable was found to be frayed at the distal clevis hub. The drive cable was frayed. The frayed strands stuck out at the wrist. Other cables at wrist were not damaged. No other damage was found. Pics are attached. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the fenestrated bipolar forceps instrument could not hold tissue. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.